Event description:
The pt underwent a laparoscopic low anterior resection for stage iii rectal cancer. The pt was ready for discharge on pod 3 but was kept in hosp due to some intermittent abdominal cramping and pain. CT scan on pod 4 was normal. Pneumonia was developed on pod 4-5 as well as atrial flutter (wolff parkinson-white syndrome). The pt underwent cardioversion on pod 6 and placed on pradaxa. The pt had slightly bloody bowel movement on pod 7 and pain on pod 9. Fever developed soon after and CT was done on pod 10 showing significant leak. During re-operation, the anastomosis was found to be almost totally apart. Abdomen was thoroughly irrigated and terminal sigmoid colostomy was performed. The pt is currently stable proceeding on a satisfactory post operative course.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was not returned for eval and no further info regarding the device, its serial number or lot is currently available. The CT scan done on pod 4 was normal and no leak was indicated. Only on pod 9-10, few days after the pt developed pneumonia and atrial flutter, the pt complained of abdominal pain and a leak was indicated in CT scan. Therefore, it appears that in this case the pt condition following the surgery had a major contribution to the clinical outcome. Indeed, the surgeon stated that nearly 100% of his pts developing pneumonia post operative have developed anastomotic leak. He also felt that the atrial flutter was contributory. Anastomotic leakage is one of the most common complication of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods.